Manufacturer narrative:
Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The surgical technique clearly mentions that the tightener should not be used for final tightening. The event occured during final tightening implying deviation from operating technique. Conclusion: the most likely cause of the reported event was determined to be deviation from surgical protocol.

Event description:
It was reported that the device fractured during a procedure. No delay and no adverse consequences.

Event description:
It was reported that the device fractured during a procedure. No delay and no adverse consequences.